Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the taxus liberte stent was damaged. The physician successfully placed two 3.0x32mm taxus liberte stents in the mid and proximal rca (right coronary artery). A distal rca lesion was then noticed and an attempt was made to place this 2.75x12mm taxus liberte. Difficulty was encountered in passing the 2.75x12mm stent through the two previously placed stents. Upon removal of the 2.75x12mm stent, the distal end of the stent was reported to be frayed. No other stent was attempted and the procedure was completed with no pt complications. The pt was reported to be okay following the procedure.